Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents due to blank display. Pump received with stripped battery cap coin slot(p) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer reported corrosion in the cap and batter compartment. Battery cap missing the contact. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.